Event description:
Patient contacted dexcom technical support on (B)(6) 2010 to report irritation at the sensor insertion site. Patient had contacted his physician who prescribed a topical cortisone cream. Patient reported that the insertion site is still itchy and has a small red bump.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.